Event description:
Breast implant illness; nagor imp implants. Symptoms that ruined my daily functioning and life along with many other symptoms. I will have pictures of implants. FDA safety report ID # (B)(4).